Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device alarming compressor output low while on a patient on the avea ventilator. The customer reported the patient was transferred to another ventilator. The customer reported there was no patient harm associated with the reported event.

Manufacturer narrative:
"Results of investigation: vyaire medical field service representative went onsite to evaluate the device. Technician replaced defective compressor. Ran unit on compressor and confirmed functionality. Ran owner verification process, unit passed all test and runs according to manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.